Event description:
Event reported by program manager of c5a, "batteries fell out of scale and pca replaced them. The machine would not power on, so she took the batteries out to make sure they were in properly. When she did so and hit the power button, the machine began to smoke and smelled like burning material. Code red was activated." Scale was brought to director of biomed by engineering service rep who responded to the code red. Engineering rep indicated he saw smoke coming from the scale upon his arrival, and he instantly removed the batteries. He did not note the type of battery other than verifying they were standard aa batteries (which the scale takes). He was unable to state whether the appropriate polarity was observed when he removed them.